Event description:
It was reported that there was high impedance on the high-voltage 'b' and superior vena cava portions of the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) initially, the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with three patient alerts for superior vena cava(high-voltage 'x') lead ohms greater than 200 ohms between (B)(6) 2010. The weekly pace impedance log data shows an abrupt increase for maximum superior vena cava equal to 63 to 16382 ohms peak between (B)(6) 2011 and (B)(6) 2012. The distal segment of the lead was returned and analysis found that the defibrillator conductor was fractured and distorted. The outer tubing overlay had environmental stress cracking and was breached cut.